Event description:
There was an allegation of questionable alb2 albumin gen.2 and total protein/total protein stat results for 1 patient sample on a cobas 6000 c (501) module. The initial alb2 result was 2.9 g/dl. The repeated result was 3.73 g/dl. The initial total protein result was 5.0 g/dl. The repeated result was 6.50 g/dl. The questionable results were reported outside of the laboratory. The sample was repeated due to errors on other test results. The repeated results were obtained on another analyzer and were deemed correct.

Manufacturer narrative:
The alb2 reagent lot number is 752760. The expiration date was not provided. The tp reagent lot number and expiration date were not provided. It was noted that occurrences of abnormal probe-sucking errors occurred around the time this sample was tested. The investigation is ongoing.

Manufacturer narrative:
The sample was a plasma sample and its visual check appeared normal. The customer verbally stated that qc recovery was acceptable. The field service engineer (fse) determined that there was no fluidic movement to the sample syringe due to a failed valve. He replaced the valve. The fse verified the system by doing an air purge, a mechanism check, and a hardware check and they were acceptable. Precision studies were performed and they were within specifications. The service action (replacing the valve) resolved the issue. No further issues were reported afterward.